Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator had a compressor inoperable condition. The ventilator was not in use on a patient at the time of the event. The ventilator was inspected and compressor inlet filter and muffler were replaced due to filter restriction. The ventilator passed all testing and operated within the manufacturing specifications.